Event description:
The distributor contacted animas on (B)(6) 2013 and reported a display screen was blank. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/07/2012 with the following findings: investigation confirmed a blank display screen. The audible and vibratory feature of the pump was functioning when the pump initially was powered on. Unrelated to the complaint, the pump displayed a sleep error alarm within 15 minutes. The software was reloaded; the pump was exercised for 24 hours with no alarms or warnings. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.